Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll approved service provider; the customer's report was observed and the pace/defib engine was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.